Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07836; 2938836-2020-07837. It was reported that the patient developed allergy due to subclavian vein occlusion. When the physician examined the patient, thrombosis was noted. The physician did not allege or mentioned that the device or leads caused the allergy. The superior vena cava was noted to be occluded by the leads. The complete system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was the lead was extracted due to subclavian vein occlusion. Only the distal portion of the lead was returned for analysis.the damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.